Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. Fuses were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after the case the system was being moved out of the or and the mobile viewing station (mvs) started beeping. An error message appeared regarding the line power light. The batteries were not showing that they were charging. There was no patient present.